Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had twiddler's syndrome. Fluoroscopy was performed and it was noted the device and lead had migrated. The lead also appeared to have areas of transparency within the coil possibly due to stretching and separation. The device and lead were removed and a new device and lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.